Event description:
Allegation - loss of bed function. Maintenance said that he found the power supply board has a lot of dried fluid on it.

Manufacturer narrative:
Resolution - replaced power supply board.